Manufacturer narrative:
The customer returned the suspect fiber optic sensor assembly to getinge¿s national repair center (nrc) for evaluation. A senior technician evaluated the fiber optic assembly and no visual damage was observed. The technician then installed the fiber optic assembly into cs300 test fixture (B)(4) and it tested to factory specifications per cs300 service manual and it failed testing. While performing the fiber optic test, it failed the low level blood pressure loop back test. The board which is part of the fiber optic sensor was defective. The nrc replaced the board (part of fiber optic sensor) with another board per procedure and again installed it into the fiber optic assembly and tested it in the cs300 test fixture per factory specifications then inspected the fiber optic sensor assembly per procedure. The fiber optic sensor assembly passed testing and was put into stock.

Event description:
It was reported that during a preventive maintenance (pm) performed by the customer, the cs300 intra-aortic balloon pump (iabp) failed the fiber optic test during output testing. No patient was involved during this event. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The facility¿s biomedical engineer ordered and replaced the replaced fiber optic assembly. Installing a new fiber optic assembly solved the reported issue. The biomedical engineer completed the pm and released the unit for clinical use.

Event description:
It was reported that during a preventive maintenance (pm) performed by the customer, the cs300 intra-aortic balloon pump (iabp) failed the fiber optic test during output testing. No patient was involved during this event. No adverse event was reported.